Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with external device. Reportedly, patient underwent an unrelated surgery on (B)(6) 2020 wherein the ipg was not placed into surgery mode. Manufacturer's representative was able to recover the ipg using clinician programmer.

Manufacturer narrative:
The generator is not responding was reported to abbott. The device was not returned for analysis; however, event details indicate that the ipg was recovered to resolve the issue. Actions have been taken to prevent reoccurrence.